Event description:
Five pins are bent and one cone is broken. If rptr moves wrong it touches her spinal cord. Rptr's bones have thinned so much she now has 3 broken vertebrae that will not mend. Her left leg is paralyzed. More and more rptr can't lift anything heavier than 2 pounds. She has to see a chiropracter twice a week to keep moving. She is losing control of her legs, so she can't drive much anymore. Rptr takes soma 350, tylenol #4, xanax-10, zantac 150, halcion-10 and pamelor.